Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of staphylococcus epidermis which is organism known to reside on human skin. Therefore, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the nurse. Touch contamination is a well-known risk factor for peritonitis and a common source of infection in pd patients.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient had peritonitis. During follow-up, the patient¿s pd nurse reported the patient was experiencing abdominal pain. As a result, on (B)(6) 2020, the patient was seen in the outpatient pd clinic and a pd culture was obtained which yielded growth of staphylococcus epidermis. The patient was treated with cefazolin 2 grams intra-peritoneal on an outpatient basis. The nurse stated the patient is recovering from the event. There were no fluid leaks during pd treatment that could have contributed to the reported event. According to the nurse, were no issues with any fresenius products in relation to the event. The nurse indicated the suspected cause was touch contamination.